Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump alarmed no delivery several times. The customer's blood glucose level was unknown at the time of the call. The parent stated that they had changed the sets but was unsuccessful in resolving the no delivery issue. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.